Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based on the results of the investigation, that due to corrosion on plug unit, a b30 (scope communication err) occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that the bronchovideoscope, due to corrosion on plug unit, b30 (scope communication err) occurred (no image). There were no reports of patient involvement.